Event description:
No new information.

Manufacturer narrative:
An event regarding setting time & an intraoperative fracture involving unknown stryker cement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
My mother was scheduled to undergo a left hip replacement via anterior approach with the dr. The dr. Explained to us that, due to my mother's age and some pre-existing osteopenia, he would be using a cement product to set the rod inside her femur. The dr. Stated that the stryker cement set in less than 1 minute (usually he has 15 minutes to set the rod) and prevented placement of the rod. He recognized what he felt was likely a fracture of the femur so he stopped, closed the wound, and brought my mother back to her room. She had been in surgery for 8 hours. The following day they performed a CT scan to better determine the extent of the fracture - the surgeon stated that it appeared as though a "window" of bone had been displaced and he suspected the rapid setting of the cement product was the cause. On (B)(6), the surgeon took my mother back for another 9 hour surgery, this time via a posterior approach and they were able to complete the hip replacement. What was supposed to be a one night stay in the hospital turned into an 11 day stay followed by 17 days in rehab due to significant weight bearing limitations due to the need for a posterior approach to complete the procedure. My parents have not been able to live in their primary home since mom's release from rehab due to her inability to climb stairs and she has incurred out of pocket expenses for medical equipment in her home. Her recovery has been prolonged and she will have lifelong activity restrictions due to the need for a second procedure/posterior approach to complete the hip replacement. At a follow up visit with dr. He stated that he was not the only surgeon who had trouble with this stryker product. He stated that they had reviewed the product across surgeons, technicians, and mixing techniques and they found that the product was faulty. The dr. Also stated that the facility was changing to a different product. We would like to know if you were made aware of these issues and what action has been taken to prevent other patients from having this poor surgical course as a result of the product.